Manufacturer narrative:
(B)(4). The complaint device is currently on route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the manometer needle on a 900iw130e neopuff resuscitator was rising slowly and took 4-5 seconds to reach the set inspiratory pressure. It was also reported that a loud vibrating noise was heard when the maximum pressure relief valve was opened. This was discovered before patient use.

Manufacturer narrative:
(B)(4). The complaint device was received at fisher & paykel healthcare in (B)(4) for evaluation, to determine if it had a malfunction which might have lead to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A fisher & paykel healthcare (fph) representative reported that the manometer needle on a 900iw130e neopuff resuscitator was rising slowly and took 4-5 seconds to reach the set inspiratory pressure during assembly at an (B)(6) hospital. It was also reported that a loud vibrating noise was heard when the maximum pressure relief valve was opened. This was discovered before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned to fisher & paykel healthcare in (B)(4) for evaluation. The manometer was fitted into a known good valve system and tested based on the neopuff technical manual (185041597). Results: the complaint neopuff module was found to be within specification when performance tested. No audible vibrating like noises were detected. The unit passed all conducted performance tests. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we were unable to determine what had caused the reported event as no fault was found with the complaint device investigated. It functioned as intended during performance tests specified in the neopuff technical manual. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The operation of the f&p neopuff must be checked prior to first use. The device must not be used on unattended patients. Additionally, the neopuff user instructions state: check manometer reads zero with no gas flow. Check the pressure settings prior to every use of the neopuff. The neopuff infant resuscitator must only be used after.

Event description:
A fisher & paykel healthcare (fph) representative reported that the manometer needle on a 900iw130e neopuff resuscitator module was rising slowly and took 4-5 seconds to reach the set inspiratory pressure during assembly at an (B)(6) hospital. It was also reported that a loud vibrating noise was heard when the maximum pressure relief valve was opened. This was discovered before patient use.